Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet press-and-hold function was unresponsive when the user attempted to confirm drops during a supply change, although the device could power off and unlock; a restart via the mobile app restored function and insulin delivery, consistent with a key/button unresponsive issue related to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with an unresponsive control input on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.